Event description:
The MFR rep reported the pt was experiencing edema at the site of the pump pocket. A revision of the pump pocket was done and the catheter was found to be disconnected from the pump. Follow up with the hcp provided the disconnect was identified via x-ray prior to surgical intervention. The pt was also experiencing increased spasticity. The drug used in the pump is lioresal 2000 mcg/ml (dose not provided). The pocket was revised with a new pump connector. The hcp saw the pt for follow up one week later and reported she was doing better.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.